Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center exhibited b30 scope communication error. There were no reports of patient harm associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the insertion, and removal of the scope from the device over a long period of time caused the deterioration of the video connector socket. The definitive root cause of the reported issue could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred in between an unknown procedure. The procedure was successfully completed using similar device. There were no reports of patient harm associated with this event.